Event description:
It was reported that the patient received multiple inappropriate shocks. Output circuit damage was suspected to have been caused by lead damage. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of possible high voltage output circuit damage was confirmed in the laboratory. The device was tested on the...

Manufacturer narrative:
The reported field event of possible high voltage output circuit damage was confirmed in the laboratory. The device was tested on the bench and using automated test equipment and damage to the hv output circuit was found. An arc mark was found on the ICD can. Further evaluation of the arc mark did not detect any lead material.